Event description:
It was reported that the biomed had the arctic sun device that was not cooling t4 26 degrees. Per additional information updated from ttm, biomed said they had not received any alerts or alarms, but device was not cooling. Cannot get water down to 4c. Chiller temperature currently 26.1c and not dropping. Per review of wo, needs a mixing pump, also gave pn for the rest of the 2000-hour preventive maintenance parts.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not cooling t4 26 degrees. Per additional information updated from ttm, biomed said they had not received any alerts or alarms, but device was not cooling. Cannot get water down to 4c. Chiller temperature currently 26.1c and not dropping. Per review of wo, needs a mixing pump, also gave pn for the rest of the 2000-hour preventive maintenance parts.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. Per additional information updated from ttm, biomed said they had not received any alerts or alarms, but device was not cooling. Cannot get water down to 4c. Chiller temperature currently 26.1c and not dropping. Per review of wo, needs a mixing pump, also gave pn for the rest of the 2000-hour preventive maintenance parts. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.